Event description:
Device 3 of 3, reference MFR. Report#: 3006705815-2017-00950. Reference MFR. Report#: 3006705815-2017-00951. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2017-00950, reference MFR. Report#: 3006705815-2017-00951. The patient has two anchors from the same lot. It was reported the patient experienced drainage at their lead site in (B)(6) 2017. In turn, the patient was given oral antibiotics. Months later the patient was admitted to the hospital due to an infection that developed at their lead site. As a result, the patient was given antibiotics intravenously to address the infection.